Event description:
Bd cathena IV insertion catheter used to insert an IV in a patient. I had difficulty releasing the needle device from the canula because the needle did not totally retract into the safety chamber. The IV was functional after insertion so no harm to the patient but the IV insertion catheter had an exposed needle after use.